Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter would not release from the jugular introducer hook and when it did, it was tilted and had to be removed and replaced. No other impact on patient reported. Only the celect-pt was returned and biological matter was present. No non-conformances were noted on the filter hook, but two of the secondary filter legs were found crossed. During the investigation the crossed legs could be uncrossed without difficulties and the filter regained its proper shape. Based on these investigation findings the exact reason for the difficulties encountered during attempted filter release cannot be determined, but excessive back tension during filter release may have caused them. However, this is only speculation since the jugular introducer was not returned, but the instructions for use caution that said tension may prevent the filter from releasing when the release mechanism is activated. Also, the reason for the crossed legs would be pure speculation, but the IFU warn that rotation of the expanded filter may compromise the performance of the filter. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Occupation: other healthcare professional: managing technician. PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: attempted to deploy celect ivc filter, it wouldn't deploy from hook. When it finally deployed, it was tilted. It then had to be removed and a new filter placed. Patient outcome: according to the initial reporter, the patient did require additional procedure consisting of filter retrieval, and replacement of ivc filter. Patient did not experience any adverse effects due to this occurrence.